Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 13.5f sheath hole prior to a pulsed field ablation (pfa) procedure. Reportedly, after a prostyle was removed, the whole suture came out. It did not capture the vessel. Another prostyle was deployed with the suture coming out with plunger removal and the knot loose. The sutures of two new prostyle devices were successfully pre-placed. The pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.